Event description:
Patient reports he went to the emergency room with abrasions to both corneas after using a lens cleaning solution for gp and hard contact lenses on his soft contact lenses. Subsequently, medical documentation received. In 2006, patient was seen in the emergency room for a chief complaint of irritated eyes and a diagnosis of bilateral eye chemical exposure. Prescribed voltaren or acular and ciloxan. Patient was advised to follow-up in 2 days for recheck. Follow up physician reports seeing patient 3 days later with a history of pain od upon removal of soft contact lenses. Exam revealed a very mild central corneal ulcer od and voltaren and ciprofloxacin was continued. Follow-up exam a week later - ulcer had cleared and a recommendation to follow-up with an ophthalmologist was made because of a coincidental finding of lattice degeneration of the retina with possible future retinal detachment. Physician reports patient was "recovered" at last visit.

Manufacturer narrative:
The labeling on the product clearly states for gp and hard contact lenses, and states the solution is not for use with soft lenses.